Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. The malfunction code displayed was malf 12, which was resettable, and the customer was advised to follow up further. Additional information was not received.